Event description:
It was reported to boston scientific via an article published in journal of endourology that a prospective study was conducted to compare the clinical outcomes and complication rates between two minimally invasive treatments; water vapor water vapor energy ablation (rezum) and prostatic urethral lift (urolift) in order to identify predictive factors for treatment failures in both treatments. Therefore, a prospective study was performed from october 2019 until october 2022. The study included the collection of prospective clinical epidemiological data on patients with benign prostatic hyperplasia (bph). The results showed that rezum was used for 86 patients and urolift was used for 62 patients. After that, the rezum result was associated with a shorter operation time of 10 minutes compare with urolift and a longer duration of catheterization of almost 12 days and a higher complication rate than urolift. The most common complication related to the rezum group was clavien dindo classification grade 3 to 5 hematuria, urinary tract infection, urosepsis, erectile dysfunction, persistent hematuria due to blood transfusion or intervention and urethral stricture. Finally, there was no difference in clinical outcomes of patients who underwent rezum and urolift.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Yu xi terence law, convective water vapor energy ablation (rezum) versus prostatic urethral lift (urolift): a 2-year prospective study, journal of endourology, volume 38, number 12, december 2024, pp. 1387 -1394. Doi: 10.10891end.2024.0400.

Manufacturer narrative:
Yu xi terence law, convective water vapor energy ablation (rezum) versus prostatic urethral lift (urolift): a 2-year prospective study, journal of endourology, volume 38, number 12, december 2024, pp. 1387 -1394. Doi: 10.10891end.2024.0400.

Event description:
It was reported to boston scientific via an article published in journal of endourology that a prospective study was conducted to compare the clinical outcomes and complication rates between two minimally invasive treatments; water vapor water vapor energy ablation (rezum) and prostatic urethral lift (urolift) in order to identify predictive factors for treatment failures in both treatments. Therefore, a prospective study was performed from october 2019 until october 2022. The study included the collection of prospective clinical epidemiological data on patients with benign prostatic hyperplasia (bph). The results showed that rezum was used for 86 patients and urolift was used for 62 patients. After that, the rezum result was associated with a shorter operation time of 10 minutes compare with urolift and a longer duration of catheterization of almost 12 days and a higher complication rate than urolift. The most common complication related to the rezum group was clavien dindo classification grade 3 to 5 hematuria, urinary tract infection, urosepsis, erectile dysfunction, persistent hematuria due to blood transfusion or intervention and urethral stricture. Finally, there was no difference in clinical outcomes of patients who underwent rezum and urolift.